Event description:
The pt underwent coil embolization procedure of the pulmonary arteriovenous fistula. There was no calcification and not tortuosity in the target vessel. Resistance was felt when the coil (B)(4) (complaint product) was advanced in the microcatheter (excelsior (B)(4)), and the coil was stretched (unraveled) inside the catheter. The coil was successfully removed with the micro catheter was a unit, and the procedure was continued using the same size coil. The procedure was completed successfully without any pt injury. Any detailed information about the target site was not able to be obtained. An adequate continuous flush was maintained through the mc at all times. There was resistance between the coil and the (mc) microcatheter during advancing. There were no kinks/damages in the mc that may have contributed to the event. No further information was available.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.